Event description:
It was reported that the user inquired whether an interrogation report had been sent after receiving a message indicating completion, noting prior difficulty sending the transmission due to the host tablet not being charged. The user stated there was no confirmation indicator and was unsure which application had been used. In troubleshooting it was determined that the mobile programmer application may have inadvertently selected rather than the intended remote monitoring application. No transmission was received. The user was advised to use the correct remote monitoring application, ensure that both the host tablet and patient connector were adequately charged, and confirm the host tablet was connected to telemetry before attempting to send the transmission again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.